Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, with the exact value unknown but indicated as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged for a replacement pump to be sent to the customer, who was advised on software updates and instructed on the steps for storage mode and returning the defective pump. The customer understood and acknowledged these instructions.